Event description:
A male pt was admitted for intervention of the left internal carotid artery. The lesion was described as mildly calcified, 90% stenosed, and 15mm in length. The reference vessel was 3.6mm in diameter. An angioguard with a 5mm basket was successfully deployed. The diameter of the vessel at the target lesion was 0.5mm. The lesion was pre-dilated with a 2.5mm balloon at 8atm. Two precise stents (6.0 x 20mm and 10.0 x 40mm) were successfully implanted to cover the lesion. The stents were post-dilated with a 4.95mm balloon at 14 atm. There was good wall apposition between all areas of the stent and vessel. During the procedure, the pt experienced an arterial spasm around the filter basket that resolved without treatment at the end of the procedure. Eleven hours after the procedure, the pt developed transient aphasia and was diagnosed with a transient ischemic attack (tia). The tia was treated with cilostazol. The following day, the transient aphasia resolved and a CT-angiogram was performed that revealed plaque or thrombus inside the stent. No additional treatment was given. The pt remained asymptomatic and was discharged from the hospital.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00131. Additional information will be submitted within 30 days or receipt.